Event description:
It was reported that the arctic sun device had no flow on dycxy628. Patient has been on therapy for a while, but the flow rate(fr) issues just started after repositioning the patient. Ensured tubing all straight/unobstructed and restarted therapy. System hours 2402, pump hours 2189, inlet pressure(ip) 0psi, circulation pump command(cpc) 100 percentage, flow rate(fr) 0lpm. Dc/rc using proper technique. No change in values. They had another device (dycxy629). Stopped therapy, drained pads and connected to new device. It took a few minutes but when numbers stabilized: inlet pressure(ip) -7.1psi, circulation pump command(cpc) 91 percentage, flow rate(fr) 3.3lpm. They stated that the device was sent to biomed and would not fill. Thumb over left port and no suction. Failed circulation pump. They requested a quote for 2000 hour service. Per sample evaluation results on 29jul2024, it was reported that the arctic sun device circulation pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow on (B)(6) . Patient has been on therapy for a while, but the flow rate(fr) issues just started after repositioning the patient. Ensured tubing all straight/unobstructed and restarted therapy. System hours 2402, pump hours 2189, inlet pressure(ip) 0psi, circulation pump command(cpc) 100 percentage, flow rate(fr) 0lpm. Dc/rc using proper technique. No change in values. They had another device (B)(6). Stopped therapy, drained pads and connected to new device. It took a few minutes but when numbers stabilized: inlet pressure(ip) -7.1psi, circulation pump command(cpc) 91 percentage, flow rate(fr) 3.3lpm. They stated that the device was sent to biomed and would not fill. Thumb over left port and no suction. Failed circulation pump. They requested a quote for 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.